Manufacturer narrative:
The actual device was received and evaluated. Reliability engineering evaluated the device. A functional assessment revealed that the bearings were worn which resulted in the inability to insert the cutter. The reported condition was confirmed. Evidence indicated this was due to normal wear over time. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that an attachment device's "bearings were bad". It was unknown to the reporter if the reported condition occurred during a surgical procedure, if there was a spare device available, or if there was a delay in surgery. It was unknown to the reporter if there was patient harm, adverse outcome or injury alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.